Event description:
It was reported that during a surgical procedure at the user facility, the tps sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the tps sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
(B)(4). The reported event of overheating was duplicated. Functional testing found the sagittal head was overheating. Upon disassembly, the technician found that the spherical bearing was damaged, which may cause or contribute to the reported event.